Event description:
It was reported that 3 pegasus pnk 20ga x 1.16in prn-cap y catheters' septum's leaked during use. The following information was provided by the initial reporter, translated from chinese to english: "the septum was leaked during using in the surgery room."

Manufacturer narrative:
The following fields were updated due to additional information: d10: device available for eval yes. D10: returned to manufacturer on: 2020-10-15. H6: investigation summary: a device history review was conducted for lot number 9262027. Our records show that this is the only instance of this issue occurring in this production batch. According to the sampling plan applied for product performance, this lot was accepted and released without defects being noted during the final assembly or visual inspections. Additionally functional testing was performed on the submitted sample as well as available retained samples form the same lot. All tests found the devices to be functioning normally and free of leaks. H3 other text : see h10.

Manufacturer narrative:
The reported lot # [9263027] was not found for the reported catalog # [383942]. Medical device expiration date: unknown. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. Device manufacture date: unknown. (B)(4).

Event description:
It was reported that 3 pegasus pnk 20ga x 1.16in prn-cap y catheters' septum's leaked during use. The following information was provided by the initial reporter, translated from (B)(6) to english: "the septum was leaked during using in the surgery room".